Event description:
I underwent breast augmentation in (B)(6) 2009. I started having symptoms after a few years, but my health started to decline about 4 years ago (2015). In the last year, the decline in my health has progressed rapidly. I have over 50 symptoms of breast implant illness and now it has drastically affected my quality of life with my family and my career. I have allergan natrelle saline style 168, which I just found out are textured. Now I have to worry about cancer on top of my declining health and debilitating symptoms. I want to explant but I don't think insurance covers it and there's no way I can afford the cost of explantation. FDA safety report ID # (B)(4).